Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid/moisture. Customer stated they see water under the lcd and there are cracks on the pump. It is unknown whether the customer was using the auto-mode feature. No harm requiring medical intervention was reported. The insulin pump is expected tor return for analysis.

Manufacturer narrative:
(B)(4). S/w 4.11j, retainer ring=black, on (B)(6) 2021 customer called in with the following concern: fluid in the pump. P-cap locked in place properly during testing. Unable to perform displacement test due to constant pump error 38 during rewind. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 25 alarms were found on (B)(6) 2021 at 19:00:00 hour. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph. Proceed it by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding motor home switch causing the pump error 38 during rewind. During visual inspection of electronic assemblies moisture damage was also noted on electronic assemblies. Unit also received with cracked case(battery tube), cracked battery tube threads, faded serial number label and broken battery tube threads. In conclusion unit received with constant pump error 38 during rewind due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.